Event description:
The customer reported that the mrx failed the op check test multiple times, leads ECG test, claims they tried another cable but this did not resolve the issue. No patient involvement was reported.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.